Event description:
Hosp has identified at least two cases of anterior leg compartment injury in pts undergoing contralateral hip procedures under epidural anesthetic in the last 6 mos. Both cases involved use of intraoperative and post-operative leg compression with the huntleigh anti thrombotic compression devices and involved healthy young pts with lower than typical baseline blood pressures. This pt developed frank compartment syndrome and peroneal nerve palsy that required multiple debridements and skin grafting. Another pt developed a foot drop pod #2 with anterior compartment swelling but no other signs of compartment syndrome and was managed conservatively. The epidural was in place for an extended period for post-operative analgesia in the former case and because of an elevated inr in the latter. Hosp theorizes that anterior placement of the compression bladder in the or or on the ward coupled with the analgesia and relative hypotension secondary to the continuous epidural reduced capillary perfusion to a critical level. This resulted in myonecrosis, neuropraxia and compartment syndrome in one of hosp's pts. Both the ward compression machine and the device used intraoperatively were tested and found to be within spec by med repair. As a result of these cases hosp has recommended to all surgeons in the dept to avoid the use of leg squeezers in pts with regional anesthesia - particularly epidurals. For rptr's pts they have abandoned leg compression garments in favor of plantar plexus compression devices. This type of complication has not been noted in ortho dept's experience previously. The design of the unicompartmental bladder in the huntleigh device has not been implicated in this complication in the literature to rptr's knowledge. Case reports do associate hypotension and well leg compartment syndrome in extended cases and may be positional. Kendall sequential compression devices despite a different design have been associated with compartment syndromes in the oral surgery literature. These were not associated with epidural anesthetics and may be secondary to a different mechanism.